Manufacturer narrative:
One device was returned for repair with report that the device made a loud beeping noise. Review of service history found no repair records found. Review of event history found motor not running alarm. Complaint was confirmed by powering up the pump. Device was repaired by replacing the interconnect board. Motor not running was repaired by replacing the clutch. While replacing the clutch, found that the plunger carriage bolt was snapped. Replaced the carriage and the plunger rod to fix the issue. Top case was replaced because it was chipped on the edge. The main cause of customer¿s complaint was the bad interconnect board. After replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the unit powered on, it made a loud peeping sound and had a bad smell from the board. The event occurred upon opening the device to affect a repair. There was no patient involvement, and no patient harm/adverse event reported.